Event description:
An orsiro drug-eluting stent system was chosen for treatment of a severely calcified lesion (90 percent stenosis degree) in a severely tortuous rca. After predilatation the orsiro system was delivered through a guideplus extension catheter but could not pass the lesion and was removed from the patient. It was detected that the stent was deformed.

Manufacturer narrative:
Combination product: yes neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the inner diameter of the nipro guideplus extension catheter is 0.051 inches and does therefore not meet the requirements specified in the orsiro IFU (greater than or equal to 0.056 inches).